Manufacturer narrative:
The product is not available for evaluation. Concomitant devices include a non-cordis 2.5x12mm balloon catheter and an unknown 3x18mm and 3x13mm balloon catheters. Additional information will be submitted within 30 days from receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00025 and 3003742446-2011-00026.

Event description:
No distal disease was left untreated. Healthy "tissue to healthy tissue" was covered by the stent. There was good wall apposition of the stents.

Manufacturer narrative:
Additional information was received and has been updated. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00025 and 3003742446-2011-00026. As reported by the (B)(4) study, the patient experienced non-st segment elevation myocardial infarction (nstemi) one day after the index procedure. Past medical history that may have increased this patient's risk for mace includes angina, hypertension, smoking, and unknown allergy. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as de novo, type a, non-thrombosed, 24 mm in length, 90% stenosed, with no calcification. The reference vessel was 3 mm in diameter and non-tortuous. The lesion was pre-dilated with a 2.5x12 mm non-cordis balloon catheter. A 3x18 mm cypher rx stent was successfully implanted at 14 atms. Post-dilation was performed with an unknown 3x18 mm balloon catheter at 14 atms. A second 3x13 mm cypher rx stent was implanted overlapping the first cypher stent at 14 atms. Post-dilation was performed with an unknown 3x13 mm balloon catheter at 19 atms. There was good wall apposition of the stents. No distal disease was left untreated. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. One day following the index procedure, the patient experienced an elevated ck-mb (12.52) and troponin I (3.67) and was diagnosed with nstemi. There was no evidence of stent thrombosis and no treatment was performed. The event resolved without sequelae. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to diagnosis of myocardial infarction (mi). Based on the information provided, there are possible patient, vessel and inherent risk of procedure factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00025 and 3003742446-2011-00026. Additional information was received and has been updated. Additional information was received from the (B)(4) adjudication minutes stating the ECG core lab reported no new major st-t abnormalities and no new q waves. The site reported a non-q wave myocardial infarction on (B)(6) 2010, in absence of ischemic symptoms, ECG changes, or evidence of stent thrombosis. The patient was discharged on (B)(6) 2010, on dual antiplatelet therapy.

Event description:
As reported by the (B)(4) study, the patient experienced non-st segment elevation myocardial infarction (nstemi) one day after the index procedure. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as de novo, type a, non-thrombosed, 24mm in length, 90% stenosed, with no calcification. The reference vessel was 3mm in diameter and non-tortuous. The lesion was pre-dilated with a 2.5x12mm non-cordis balloon catheter. A 3x18mm cypher rx stent was successfully implanted at 14atms. Post-dilation was performed with an unknown 3x18mm balloon catheter at 14atms. A second 3x13mm cypher rx stent was implanted overlapping the first cypher stent at 14atms. Post-dilation was performed with an unknown 3x13mm balloon catheter at 19atms. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. One day following the index procedure, the patient experienced an elevated ck-mb (12.52) and troponin I (3.67) and was diagnosed with nstemi. There was no evidence of stent thrombosis and no treatment was performed. The event resolved without sequelae. According to the investigator, the event was not related to cordis product or the index procedure.